Manufacturer narrative:
Inamori, taiji. (2026, march 20 to 22) outcome of pulsed field ablation for atrial fibrillation: single center, initial experience in japanese patients [conference presentation]. 90th annual scientific meeting of the japanese circulation society, fukuoka, japan. B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature, proceedings from conference abstract, that cardiac tamponade occurred. A retrospective, single center study was conducted to evaluate the outcomes of pulse field ablation (pfa) procedures for atrial fibrillation in japanese patients. One hundred seventy five (175) patients were enrolled in the study. Sixty two (62 patients underwent pfa via the farawave catheter and one hundred thirteen (113) underwent pfa using a non boston scientific pfa catheter. One (1) patient treated using the farawave catheter experienced cardiac tamponade. No further information on the status of the patient is available.